Manufacturer narrative:
The reported event of inability to push the wire into the lead was confirmed. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead found the inner coil to be over-torqued at the connector region. The cause of the reported event was isolated to the over-torqued inner coil within the connector region, which is consistent with procedural damage.

Event description:
During implant, the guidewire could not be inserted into the lead. A different lead was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.